Event description:
Device malfunction: knot lock (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, the physician could not advance the knot to the arterial surface. The knot appeared not to be correctly pre-formed. A guide wire was re-inserted into the artery and the device was removed. Two perclose at devices were attempted with the same results. Hemostasis was achieved using a perclose proglide device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Perclose at (both - part #12337-05; lot #60044-6h), are being filed under medwatch reports (device #1) 2953144-2008-00902 and (device #3) under a separate medwatch report. The customer reported the device was discarded; however, unused rep samples are being returned. Review of the device history record did not produce any findings relevant to this report.